Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog # is unknown but referred to as cook celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
Description of event according to initial reporter: patient had a filter placed 7 years ago and never reported back for its removal. The filter was embedded in the vena cava wall. Parts of the filter legs had already fractured and broken away in this 7 year period with one been found in the patients liver. The filter was removed after several hours by a combined team of an interventional radiologist and a vascular surgeon. The doctors do not plan to remove the remaining fragments. The patient will be monitored following the filter removal. Patient outcome: the patient did not require any additional procedures due to this occurrence no adverse effects to the patient reported due to this occurrence.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: complaint was opened for re-investigation, since citra implant retrieval report was provided. The retrieval report showed photos of the celect filter confirming the fracture of one primary and two secondary filter legs. Also, it is stated that the legs had failed from the outside towards the ivc center via a fatigue mechanism, as beach marks were clearly visible on the fracture surfaces. According to the report the failure was not primarily a cause for concern in terms of the material or the design as temporary filters are designed to be removed once the risk of pe is acceptably low. However, this filter had been in place for 8 years and the extended time in situ led to fatigue fracture of the three filter legs. Referring to article kou, et all j vasc interv radiol. 2013, 24 (5):622-630. Based on the recent information/retrieval report provided the investigation of (B)(6) 2019 is still valid and remains unchanged. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(4) (importer). Manufacturers ref#: (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: 7 years after placement parts of the legs were found fractured with one fragment in the liver. Filter was removed after several hours. The doctor did not plan to remove the remaining fragments, but will continue to monitor the patient. On the initial submitted image, there is a celect ivc filter with no significant tilt relative to the posterior spinous processes demonstrating complete absence of one of the primary filter legs, a fracture fragment of a primary filter leg seen caudal to the ivc filter, and potential absence of a secondary filter leg as well as potential fracture of a distal component of an additional primary filter leg. Unfortunately, given the low quality of the images submitted, it is difficult to determine if a secondary filter leg is truly absent, or if the fracture fragment seen caudal to the ivc filter is related to the completely absent primary filter leg or the primary filter leg that appears distorted relative to the other 2 remaining primary filter legs. In addition, the fracture fragment located in the liver was never included on these images to determine if this was a primary or secondary filter leg fracture fragment. The filter was successfully retrieved after a prolonged and difficult procedure using a combination of a glidewire loop snare approach and an endobronchial forceps. Note was made in the report that attempt at removing the fracture fragments was not performed. In the absence of cross-sectional imaging to evaluate the relative position of the ivc filter relative to the adjacent structures and potential interactions which may have contributed to these abnormal forces, it is only speculation as to why these fractures occurred. Fortunately, the fracture fragment included on the images appears to likely be in the retroperitoneum and would be at little potential risk to the patient. In addition, the other described fracture fragment residing in the liver, is also likely at little risk for potential complications. Importantly, the celect ivc filter was removed, as it was no longer clinically indicated, therefore preventing any additional fractures from occurring which could have more devastating consequences. The exact reason cannot be determined, but filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.